Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched" alarms were reproduced and confirmed through evaluation. This condition has been attributed to loose link screws. The alarm was resolved during evaluation by adjusting the screws. The link screws were replaced.